Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with stuck motor error alarm loop during bolus delivery. Pump passed the rewind, basic occlusion, prime/a33 and displacement tests. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with a scratched lcd window, cracked display window corners, broken belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose reading was unknown. The customer did not state any significant events leading to the alarm. It is unknown if the insulin pump will be returned for analysis.